Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl, when the ultra fast fix's t1 was deployed, the t2 deployed simultaneously. Ts were removed from the patient. The procedure was completed with a smith and nephew back up device with a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed both t1 and t2 anchor have been detached from device. The device has been actuated. The device was returned outside of original packaging and without the blue split cannula. A functional evaluation revealed the trigger could actuate as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the actuator.